Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Actual device has not been returned. Clinical evaluation of the event: it has been reported that the user had cleaned and changed domes day prior, placed in charger overnight. When he awoke, he noticed missing 'tip' on r aid. It was confirmed that the dome/receiver tip was in ear and referred out to ent or urgent care for removal. The urgent care removed it with a tweezer without issue or harm. The user has been using the aids for 11 months and this is the first incidence. The aids are used with a sports lock. The hearing care professional has now re-instructed the user regarding dome change and cleaning procedures. Clinical conclusion is that the detached receiver has not caused harm to the patient and no medical treatment was prescribed. The clinical evaluation for the device family does evaluate domes/receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register conclusion reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. This is a combined (initial and final) report.

Event description:
02jun2023 hearing care provider (hcp) reported that for a patient a dome tip and red part of receiver tip in ear that requires medical staff to remove. Incident happened (B)(6) 2023 patient called (hcp) today to report. Stated he had cleaned and changed domes day prior, placed in charger overnight. When he awoke he noticed missing 'tip' on r aid and went to costco hac who confirmed dome/receiver tip in ear and referred out to ent or urgent care for removal. Member used urgent care who removed it with a tweezer without issue or harm. Patient has had aids since (B)(6) 2022 (11month). This is first incident. Patient received new tips and receiver, dome and sport lock was changed as well. Hcp went over proper dome change and cleaning procedures. No further follow up expected.